Manufacturer narrative:
The insulin pump had minor scratches on the display window, broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube seal and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump was cracked and that the piece that held the reservoir was missing. The blood glucose reading was 175 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.